Event description:
Patient with previously implanted tube graft, no tortuosity in the rcia, measured 9mm, and left leg amputation underwent previous aaa repair and a tube graft was implanted. A zenith renu device and iliac leg graft were placed in 2007. At the end of the procedure, the physician found a strong distal pulse for the right leg. He also followed with doppler and had pulse. In recovery, the nurse noticed the patient had a cold right foot and took patient back to surgery immediately. A self-expanding stent was placed in the iliac leg graft to improve flow and thrombosed limb with positive results. The next month, patient came back to or. The limb had thrombosed again and had to resort to right femoral bypass. Later, infection occurred and the grafts were explanted. (See also 1820334-2007-00471).

Manufacturer narrative:
Evaluation: the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. One renu aaa ancillary graft was returned in an open and used condition. Based upon the information provided, and internal clinical review concluded that graft infection occurred.